Event description:
It was reported that the customer was hospitalized for dka and a fever. It was revealed that ther were multiple low reservoir and empty reservoir alarms in the history. The family member stated that they were unsure of the events leading to the hospitalization and they would ask the customer about the alarms. Also, the family member needed assistance with rewinding the pump. It was indicated that the cause of the event was not determined. No further details.